Event description:
Information received from the field notes that the patient presented for a follow-up due to dyspnea and fatigue during exercise. The base rate was programmed to 80 ppm with a maximum sensor rate of 110 ppm. Measured cell voltage was 2.75v with a magnet rate of 79.6 ppm. The reset auto threshold was initiated with a walk test revealing a blunted response. The device was manually augmented and "tapped on" with the ecgs revealing little or no response.